Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.